Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery done on (B)(6) 2025, the foley catheter lead wire in use in the scu came out of the funnel in an unnatural way.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual inspection noted that the temperature wire was protruding out from the catheter. Also received 4 photo samples: first photo sample shows top view of syringe and catheter used for the reported event. Second and third photo sample shows temperature sensing wire protruding from catheter shaft. Fourth photo sample shows inflation cap. Therefore, the reported event is confirmed and does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labelling was reviewed and found to be adequate. The baw is attached in the investigation overview element. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery done on (B)(6) 2025, the foley catheter lead wire in use in the scu came out of the funnel in an unnatural way.